Manufacturer narrative:
The customer exchanged three maj-1430 and four flexible equipment 180 scopes; however, the issue persisted. The customer proceeded to connect a 170 scope and image was obtained. The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed., in addition the connector and internal cards were damaged in ap/dr boards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image with the 180 scope. The event occurred during a diagnostic endoscopy procedure and a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Updated fields: h4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because two internal circuit boards (ap and dr) had failed. The cause of the circuit board failures were unknown. Olympus will continue to monitor field performance for this device.